Event description:
It was reported that the device had an illuminated service wrench out of box. There was no patient use associated with the event. Physio-control evaluated the device and verified the reported issue. Furthermore, physio found that the device would not detect a shockable ECG rhythm and was unable to deliver defibrillation therapy.

Manufacturer narrative:
After an additional investigation, the cause of the reported issue was determined to be due to process residue on or around a capacitor from the analog pcb assembly, designator c157 which led to excessive leakage current.

Manufacturer narrative:
(B)(4). Physio-control determined the cause for the malfunction to be an electrically leaky capacitor, c157, on the analog pcb assembly. A replacement device was provided to the customer.